Event description:
A device report from (B)(6) indicates a hosp in (B)(6) reported: pt was implanted on (B)(6) 2010 with pfna ii blade for a right femoral head fracture. Pt started rehabilitation and surgeon confirmed movement of the blade in (B)(6) 2010. The blade migrated and cut out needing medical/surgical intervention.

Manufacturer narrative:
X-rays received and were viewed. Reduction: no varus, may be slight valgus overcorrection. Diastalsis left: fracture gap of more than 3 mm, this may be viewed as a bad reduction. Implant position: ap, center, lateral, anterior: the bone in this area is the weakest, incorrect position in the lateral view. There was telescoping in the follow ups, dynamisation was effective, and there was late lateral fall out of the blade.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing records were reviewed and no complaint related issues were found.